Event description:
A nurse contacted baxter's technical service center to report an increased intra-peritoneal volume (iipv) event. Per the initial report, the nurse stated that the home patient (hp) called the clinic and reported feeling uncomfortable. The hp performed a manual drain and reportedly drained 5l of solution. The largest prescribed fill volume was 3000ml and the last fill was 2500ml. Therefore, this event meets iipv criteria. The technical service representative (tsr) arranged to swap the homechoice (hc) machine. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient received a new cycler and has resumed therapy with no further issues. The nurse was not aware of what may have caused the patient to drain 5l of solution. Per the nurse, the patient did not bypass any alarms. Additionally, the patient does not have any fibrin. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).